Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply does not consistently provide energy. The surgeon swapped out cords, but it still did not work. The 15-second activation cycle was not observed. Power setting was at 3. Change in settings didn't resolve this issue. Power supply was hanging on the endoscopic tower. Another t.w. Power supply was used to complete the procedure. No patient effects. No procedural delay.